Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the subject device tested positive for pseudomonas aeruginosa and stenotrophomonas maltophilia (total of microbial colony count is 8 cfu /100 ml). The facility also informed that the subject device was re-tested. The biopsy channel of the subject device tested positive for pseudomonas aeruginosa (1 cfu /100 ml). The facility reprocessed the subject device using soluscope, a non olympus automated endoscope reprocessor model. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device.